Event description:
It was reported that the customer had a moisture damaged on the insulin pump. The customer's blood glucose level was 140 mg/dl. The customer stated that he removed his insulin pump to go swimming and he wa about to put the insulin pump back on, he noticed water behind the lcd screen. The customer was asked if the insulin pump was dropped and he said not. The customer mentioned that he did get the button error alarm. The customer was advised to discontinue use of the insulin pump and revert to back up plan per health care provider instruction. The patient was advised that the insulin pump need to be replaced.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted. Moisture damage was found on electronic and motor assembly. The device had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.